Event description:
Pt was evaluated due to worsening dyspnea on exertion (B)(6). Eval showed moderately severe aortic regurgitation due to perivalvular leak. Pt underwent "redo" aortic valve surgery on (B)(6) 2011. Surgeon's report states "on inspection there was a 3-4 mm hole in the right coronary cusp of the valve producing aortic regurgitation which may have resulted from the previous infection. There was also a small perivalvular leak, which is less than 3-4 mm in size just below the right coronary cusp." Cannot report to MFR because company no longer exists.